Event description:
It was reported by service report that the bed was stuck at an elevated height and the motion interrupt pan was missing.

Manufacturer narrative:
Result: motion interrupt pan, hi/lo limits set (burned in).